Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. Impella cp with smart assist system instructions for use for the related event are as follows: section: table 3.2 impella catheter components: ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported a 67 year-old male on impella cp for mechanical circulatory support. It was reported that while on support, the surgeon came at bedside and repositioned the impella cp device, with advancing further into left ventricle measuring 2.3cm. In addition, the patient developed an infection from somewhere. It is unknown what was done to resolve in the infection issue. The patient was successfully weaned and survived the procedure.